Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of catheter was damaged.

Event description:
It was reported that the balloon of catheter was damaged. Per sample evaluation, there were no missing pieces.

Manufacturer narrative:
The reported event was confirmed. The exact cause could not be determined. Received the catheter only for evaluation. The visual inspection noted a sac burst opposite of the lumen. No pieces of the sac were missing. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were found during the dimensional evaluation: eye snip length: 2/32¿ inflation lumen coverage: 9 thou balloon thickness: 30 thou burst initiated from bottom collar of sac: 1cm the balloon thickness measured 30 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] 1. Method for use: (1)do not reuse. (2)do not resterilize. (3)this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)do not use in patients who are or have been allergic to natural rubber latex" (B)(4).